Manufacturer narrative:
H4: information unavailable.h6: code 400(other): misaligned jaw tips.based upon the inquiry information received and the visual examination, it was concluded that the instrument was returned with misaligned jaw tips. The instrument was cycled, fed, and scissored 12 clips due to misaligned. No conclusion could be reached as to how this damage occurred. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.

Event description:
The instrument was used during a laparoscopic cholecystectomy. It was reported the er320 clips were scissoring during the case. Another er320 was opened to finish the case. There was no consequence to the pt. 11/19/96 fourteen forty five. The surgeon called back and stated the instrument was fired three times and each time the clip scissored. He reported no unusual tactile or audible feedback from the instrument. Another instrument was used to complete the case and the surgeon stated no untoward effects were experienced by the pt.